Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that boston scientific technical services (ts) was asked to consult about noise on the right atrial (ra) and right ventricular (rv) leads. The noise was from a dialysis port catheter thrombectomy procedure the patient underwent. During the procedure there was a brief three to four second pause in therapy due to oversensing and pacing inhibition. The team performing the procedure were later informed about proper magnet placement for patients with pacemakers. The device remains in service. No adverse patient effects were reported.